Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history record found that eight pieces were reworked to have excess scratching on the flat. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Medical products: vanguard finned tibial tray, catalog #: 141253, lot #: 2016021853; anguard posterior stabilized femoral, catalog #: 183126, lot #: j3688009. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products - unknown vanguard femur , unknown vanguard tibial tray . Foreign: country is unknown at this time. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a manipulation under anaesthesia 1 month post initial surgery. Attempts have been made and additional information on the reported event is unavailable at this time.